Event description:
During a pulmonary vein isolation procedure, air aspirated from the valve of the sheath. No fluid or blood could be drawn back and a suction noise was noticed when introducing the catheter. The sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Corrected information: g3, h2, h6.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.